Manufacturer narrative:
Tw (B)(4). Updated sections: a2, a3, b4, b5, b7, d9, d10, g3, g6, h2, h3, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The reported device is an OEM device. The certificate of conformance was reviewed for the serial #(B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, there was a power issue with the t.w. Power supply. It was ¿not cutting right. Generator setting was at 2.5. No torubleshooting steps were taken, it was assumed that the vh-3010 was the issue. The procedure was completed with the same device. The surgeon was able to get through the rest of the case. No issues to the conduit and no bleeding, it just took longer to seal and burn through the branches. There was a delay of a few minutes. No patient effects were reported.

Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6) hospital. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that there was power issue related to t.w. Power supply. No patient effects were reported.